Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted, bunched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in an unspecified vessel. A 2.25x28mm promus element drug-eluting stent was selected to treat the target lesion. During the procedure, it was noticed that the stent got hooked when the stent crossed the lesion. The physician then completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in an unspecified vessel. A 2.25x28mm promus element ¿ drug-eluting stent was selected to treat the target lesion. During the procedure, it was noticed that the stent got hooked when the stent crossed the lesion. The physician then completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.